Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a generator change procedure, the right ventricular (rv) lead exhibited high defibrillation impedances. The rv lead was reprogrammed. The pocket was re-opened and it was determined that the rv lead was loose in the cardiac resynchronization therapy defibrillator (crt-d) header. The rv lead was re-connected to the device header and screwed down. After the revision, all measurements were within normal limits, and the rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.